Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported after working fine for 24 hrs., unit shut down, can't power up. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The device initially did not power on using battery power because the batter was depleted. Once the battery was charged, the device powered on. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm when alarm limits were breached. The unit was determined to be functioning as designed. Serial number was revised from "(B)(4)device manufacture date was revised from "12/06/2017" to "01/10/2018".

Event description:
The customer reported after working fine for 24 hours, unit shut down, can't power up. No impact or consequences to patient were reported.